Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the left ventricular lead was observed with a failure to capture and failure to sense. X-ray imaging showed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.